Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a procedure, performed in 2009. According to the complainant, after retrieving a tissue sample, the physician attempted to remove the device; however, it could not be withdrawn. A bend was noted in the jaws. The scope. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.